Event description:
It was reported that the patient's left ventricular (lv) lead had dislodged from the branch of the coronary sinus and had high threshold. It was further reported that the lv lead dislodged, resulting in the patient being hospitalized for a heart failure event due to the lv lead's loss of capture. The lv lead was capped and replaced. It was further reported that the patient's implantable cardioverter defibrillator (ICD) had premature battery depletion. The ICD was explanted and replaced. Also, the right ventricular (rv) lead had insulation damage. The rv lead was repaired and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).